Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced vascular occlusion on the tip of the nose after they were injected with juvéderm vollure¿ xc. It was noted ¿juvéderm vollure¿ xc is more likely to cause occlusions due to product viscosity.¿ treatment is noted as hyperbaric o2 and hyaluronidase. Event resolution is unknown at this time.